Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event. The fse replaced the sample needle and determined that the low total area may be due to the tube type in use by the customer. The fse instructed the customer to remove the cap for those samples. The instrument returned to normal operation. The most probable cause of the reported event was due to a defective sample needle.

Event description:
On (B)(6) 2015, a customer reported low total areas and hvar(variant peak) on every sample on their g8 analyzer. The waste line was backing up. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.